Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), product type: lead. (B)(4)

Event description:
The patient reported that he recently noticed a complete absence of pain-relieving neurostimulation. Only nine months following the implant, the remote read out end of service (eos). The patient had an appointment the healthcare provider (hcp) on (B)(6) 2015. The following theory had been put forth: perhaps a break in the electrical circuit had occurred. This would account for the diminish stimulator coverage, and the battery's very short life. They would soon see. It was noted that the patient's relevant medical history includes spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
.

Event description:
Additional information received from the healthcare provider (hcp) reported that it was unknown if troubleshooting was performed on the device. It was also unknown if actions or interventions were taken, but it was also noted that reprogramming was performed by a manufacturing representative (rep). The cause of the issue was not determined.